Event description:
A healthcare professional (hcp) reported that prior to use on thyroid, after the device had a software update, when the vocal 1 and vocal 2 were connected to patient interface without ground and stim return electrodes, the console showed green symbol for vocal 2 and stim return while the stim return and ground electrodes were not connected to patient interface." Vocal 1 was well connected to patient interface but the ground and stim return were not. The checking of voice 1 went on and on (as if it was still looking for a connection) until I connected the ground and the stim return electrodes to patient interface. Once all the electrodes are connected to the patient interface, it works without any apparent problems. So we were still able to proceed with the procedure normally. Everything was working normally before the 1.3.2 update. And both the console and the patient interface have been updated. There was no patient impact.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA#: 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: section g2 updated to include "foreign". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.